Manufacturer narrative:
Smiths medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow up report detailing the results of the eval once it is completed.

Event description:
A report was received stating that the tracheostomy tube was found partially removed from the pt's trachea. At that time, the cuff was reportedly observed to be leaking. No incident related medical sequela was reported. Add'l info has been requested, none is available at this time.